Manufacturer narrative:
Device evaluation completed on 5/17/2019: according to the information provided, the patient experienced a deflation and capsular contracture on the implant. During evaluation of the sample some creases were observed on the anterior and posterior view, also a rupture at valve was observed on the anterior view measuring approximately 4.2 cm.microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/8/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/03/2019, additional information indicated the date of explant is on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right-mentor smooth round moderate profile 325cc saline breast implant, catalog number 3501650, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate profile 325cc saline breast implants which the left side deflated with possible capsular contracture unknown grade after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.